Event description:
Infuse bone graft was prepared on the field. Appeared to dry on field within a few minutes after preparation. Per manufacturer directions, the product should stay moist for at least 2 hours.